Event description:
It was reported that the pt was experiencing an "abnormal feeling", prickly feeling, trouble with coordination and anxiety. Logs revealed pump was last updated on (B)(6) 2010. No motor stall was shown. Device troubleshooting was being considered. The pump contained baclofen; the concentration was noted as 2000 and the dose as 410.2. It was later reported that the pt had a pump refill on (B)(6) 2010, and then began experiencing underdose symptoms 2-3 days later. A catheter dye study was performed; the system was found to be patent. The pt was placed on oral baclofen and valium and was stable. The hcp aspirated and cleared the system of old drug (2000 mcg/ml) and replaced with new drug (2000 mcg/ml). The dose was 410 mcg/day. They planned to send a sample of the old drug for testing. It was later reported that the pt experienced underdose withdrawal symptoms about 4-5 days after the refill. The pt was admitted. They checked reservoir volume, programming, kit number, lot number, and a dye study and found nothing that would explain the occurrence. They were considering either the possibility of a small tear or whether the lioresal was the 2000 mcg/ml concentration it was supposed to be. Following refill with new drug, the pt seemed to be doing fine and was discharged. It was later reported that the pt had a pump refill on (B)(6) 2010, which was unremarkable. The pt did not feel well beginning (B)(6) 2010 or (B)(6) 2010. She was admitted to the hospital on (B)(6) 2010, with increased spasticity and parathesis. The pt's skin felt like it was "being scraped with sandpaper from head to toe". The pt was seen on (B)(6) 2010, and at that time was feeling fine and was being managed with oral baclofen and valium. Dye study on (B)(6) 2010 was normal. Logs were normal. The lot # from the refill kit used on (B)(6) 2010 (lot # n245157; kit# 8564) was double checked and it corresponded correctly with 2000 mcg/ml concentration. The old drug was removed and new drug 2000 mcg/ml concentration was instilled on (B)(6) 2010, and the oral medications were discontinued. The pt was stable and was discharged one to two days later. It was noted that just prior to refill, the pt had expressed concerns that she had contracted a skin disease from a relative and was experiencing itching. The pt was sent to her primary care physician to clear her medically before the refill.

Manufacturer narrative:
(B)(4).